Event description:
It was reported that no image, the light is too weak, crack in the soldered seam, causing the spatula to leak. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 21,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "no image, light too weak" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is mechanical damage caused by the user. The event is filed under internal karl storz complaint ID: (B)(4).